Event description:
A caller reported accidentally delivering too much insulin while completing the fill tubing step connected to the pump. The customer's blood glucose level was not below 70 mg/dl, indicating it was within a safe range. To address the over-delivery of insulin, the customer drank juice.